Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an incorrect total bilirubin (tbil) result of 0.1 mg/dl generated by unicel dxc 800 pro synchron chemistry analyzer for one patient. The result was not reported out of the laboratory. Subsequent testing produced different result. There was no effect to the patient or user.

Manufacturer narrative:
Qc was erratic at the time of event. A bci customer technical support (cts) guided the customer through troubleshooting but the problem was not resolved. A bci field service engineer (fse) visited the site on (B)(6) 2010. The fse performed performance verification tests (pvt) and sample probe failed. The fse replaced the probe and wash collar, and performed a carryover test, which produced acceptable results. The fse performed calibration and qc validation and precision tests. The customer accepted the results, and the issue was resolved.